Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a yellow liquid was observed to be coming out of the cartridge. Customer's blood glucose level was between 150 and 220 mg/dl. Customer loaded a new cartridge to resolve the issue.